Manufacturer narrative:
Follow-up ((B)(4))-device evaluation: lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2013. The returned meter failed testing. The alleged error message was confirmed in the meters error log: however, the error message was not reproducible during investigations. The cause of the reported error message is unknown.

Manufacturer narrative:
The customer returned test strip lot # 3234568 and not test strip lot #3339374 that was initially reported. The returned test strips were evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips have passed all testing with no faults found.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.